Event description:
Information was received indicating that there was physical damage found to a smiths medical pneupac parapac ventilator. It was reported that two knobs were missing and that the pressure flow was restricted. There were no reported adverse effects.

Manufacturer narrative:
One pneupac ventilators parapac was returned for analysis. Physical damage was observed to the unit as two knobs were missing and the pressure flow was restricted. The gas indicator was noted to be damaged, front plate was found deformed, relief pressure was missing, tidal volume and air mix knob caps were missing. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface as the gas supply indicator was damaged from impact.